Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify unexpected restart alarm due to blank display. The insulin pump had missing end cap sticker.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was 159 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.